Event description:
The customer reported that while running a hepatitis assay, the sample handler, s/n 2279tfm delivered insufficient sample to a control well. No error message was given. Co field svc engineer was dispatched. No death or serious injury was associated with this event.